Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Corrected: a5, h4. Product has not been returned. No product evaluation was able to be completed. Devices are used for treatment. Root cause of the reported event is not device related. Tendonitis is the inflammation or irritation of the tendons and is typically caused by repetitive motion, overuse and pressure to the bursae. Symptoms the patient can experience, pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. This can impact the patients¿ ability to use the joint to their full potential. Patient can experience a decrease with overall adls, rom of the joint, decrease in quality of life, as well as increasing the need for possible over the counter (otc) medications for swelling and pain control. Treatment for tendonitis can consist of, otc medications, such as tylenol and anti-inflammatories, prescribed pain medications, physical therapy, rest, ice, elevating the affected joint and steroid injections. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. G7 pps ltd acet shell 50d item# 010000662, lot# r7304614a. G7 vit e neutral lnr 36mm d item# 30103604, lot# 65627113. Avenir cmpl ha std col size 4 item# 574201040, lot# 3060082. Bone screw self-tapping 6.5 mm dia. 25 mm length, item# 00625006525, lot# j7375821. Bone screw self-tapping 6.5 mm dia. 25 mm length, item# 00625006525, lot# j7375825. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported from a clinical study that a patient underwent an initial left total hip arthroplasty. Subsequently, the patient reported mild left hip flexor tendinitis at 18 months follow up. After prescribed physical therapy, the complication was marked as resolved approximately 2 years and 3 months post implantation. Diligence is completed and no further information on the reported event has been provided.